Event description:
The information reported was obtained from the abstract of the 39th cvit (japanese association of cardiovascular intervention and therapeutics) kinki branch conference.the user facility reported that the anchor detached from the angio-seal device involved, the collagen slipped into the patient's artery, and hemadostenosis had occurred. Catheter intervention using a 7 french sheath was performed for non-st elevation myocardial infarction via the right common femoral artery. The angio-seal was used for hemostasis; however, manual compression was required due to failure of hemostasis. The next day, the patient had walking pain in the right lower limb. The right ankle branchial index (abi) measured 0.67, and an echography of the arteries of the lower limbs showed severe stenosis in the right common femoral artery. The physician performed a peripheral endovascular treatment. An angiography was performed via the left common femoral artery and revealed severe stenosis in the right common femoral artery, which was determined to be hemadostenosis caused by the angio-seal device. Intravascular ultrasonography revealed a mass of substances at the site of stenosis. Using myocardial biopsy forceps, the mass was grasped and removed, and the anchor with some collagen adhering was successfully removed. Another angiography was performed and determined that the remaining collagen had migrated to the superficial femoral artery inlet. Since there was a possibility that the collagen might be dispersed to the peripheral, forceps were passed through closed and pulled open to move the collagen into the profunda femoris artery. Several attempts were made to grasp the collagen with the forceps; however, it was determined that grasping was difficult, therefore balloon dilation was performed. Sufficient blood flow was confirmed, and the procedure was successfully completed. It was reported that dropping of the collagen and anchor is often reported during manual compression after the angio-seal was used. Although surgical intervention is usually performed for removal, the bailout of the anchor using myocardial biopsy forceps by catheter intervention was successfully performed. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 french. It was unknown whether the puncture site was proximal or distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was unknown. Vessel occlusion had occurred. There was an obstruction to the blood flow. The patient was in stable condition. The event occurred post-treatment. The estimated blood loss was less than 250cc's. There was no health damage to the patient. No equipment or other devices were used with the product involved. There was no patient injury.

Manufacturer narrative:
Patient identifier: requested, not available due to hospital policy. Age & date of birth: requested, not available due to hospital policy. Patient sex: requested, not available due to hospital policy. Weight: requested, not available due to hospital policy. Ethnicity: requested, not available due to hospital policy. Race: requested, not available due to hospital policy. Date of event: requested, unknown . Lot number: requested, unknown. Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date - implantion date unknown . Explanted date - explantion date unknown. Device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The sample was not available for evaluation. Based on the available information, the complaint can be confirmed since the patient required post deployment intervention. It is likely that the user deployed the collagen and anchor partially in the vessel, which could have slipped in. Possible causes for vessel occlusion include incorrect device placement, improper puncture location, or the use of the device on an ineligible patient. The instructions for use (IFU) instructions reproduced above provide ''warnings'' to the user regarding collagen deposition into the artery. Since the details regarding the exact position of device placement is unknown, no conclusion can be made regarding the incident. The relationship of the angio-seal device to the reported event cannot be substantiated based on available information. The device was in a conforming state when released from terumo control. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).